Event description:
It was reported that when the device was used during a laparoscopic splenectomy for a shyperocystosis, the surgeon fired the atw35 device across the splenic artery and the staple line leaked. This was noticed while the patient was in the recovery room. The patient required a reoperation laparotomy to stop the leakage. The surgeon also oversewed. No devices are being returned. Additional information received. It was reported that 3 firings took place and surgeon suspects that the leakage was after the 1st firing. The surgeon believes that he used a white cartridge for the first firing, however cannot confirm color code of 2nd and 3rd cartridge. The patient was kept for 5 days post-op as opposed to the normal 2 days. The patient has since been readmitted for a possible abscess that the surgeon feels is related to the second surgery. The blood loss was 2 litres and rep will inform if a transfusion was required.